Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons harder to push, clear line in screen, battery cap was warped, plastic ribbing around where the reservoir set goes in plastic pieces were broken off, rejected new battery, unexplained no delivery alarms and squirted out insulin during priming. Customer's blood glucose value was unknown. The customer declined troubleshooting technical support. The device will not be returned for analysis.